Event description:
It was reported that the customer's sensor gave readings that were off from the customer's blood glucose, triggering her insulin pump to threshold suspend. Customer's blood glucose was 159 mg/dl and the sensor glucose gave a value of 64 mg/dl. Customer stated she had seen bent cannulas on previous sensor. Customer stated sh was only calibrating twice per day however she had calibrated several times the night before. At the time of the report, sensor was reading 246 mg/dl and customer's last blood glucose was 158 mg/dl. Customer stated she may have rolled over the sensor, which was worn on her side. She was advised that it was important to calibrate four times per day. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.